Event description:
The patient had the pain pump implanted for chronic leg pain due to multiple joint replacements. Per the patient, ¿I was sick from the start, so much that I was talking rubbish, so the doctors thought I had too much medication, it was lowered but I still spoke incoherently. Fast forward. It was discovered I had an infection at the site where the catheter goes into the spine. This then caused encephalitis and I spent 7 weeks on full life support. This took 9 months to recover from. The whole lot has been removed.¿ this event was found via social media monitoring (it was found posted in a forum); no follow-up is possible at this time due to lack of contact/device information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).